Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review has been conducted which revealed product met the acceptance criteria for release.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer, therefore the reported condition of a ruptured reservoir could not be confirmed. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor sv2.5 experienced a ruptured reservoir during filling. There was no report of patient involvement and, therefore, no report of patient injury or medical intervention. No additional information is available at this time.